Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient developed an infection (staphylococcus aureus) at the implant site, was treated with intravenous, oral, and topical antibiotics, and hospitalised on (B)(6) 2020, for a duration of 3 days. On (B)(6) 2020, the patient underwent a surgical debridement of the site, but due to extensive infection, the decision was made to explant the device during the procedure. The patient was also admitted to the ICU on (B)(6) 2020, due to possibility of sepsis, and discharged on (B)(6) 2020. The patient was reimplanted with a new device on the contralateral ear at a later date.